Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal discharge ("bladder/urinary problems : vaginal. Discharge") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge, hormone level abnormal and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal. Discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received. Case upgraded to serious incident. Event added as per pfs: abnormal bleeding (vaginal) and essure confirmation test-no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.